Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm noted. The insulin pump passed displacement test. All buttons functioned properly. The insulin pump had moisture damage on keypad traces. The insulin pump had a cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.